Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer 6.2 was sticking badly and failed repeatedly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2012 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer failed. The field service engineer (fse) reseated the mother of all boards (moab) using the signed roller screws after noting it was slightly elevated and performed a full drawer inspection. The moab was found to be non functional, and the customer requested full replacement of the drawer assembly. Cubies were removed from the defective legacy half height drawers and replaced legacy half height drawer assembly, replaced cubies in new half-height drawers. The system functioned as intended after the field service engineer repaired the device.